Manufacturer narrative:
A review of the manufacturing records for the device was not possible since the device lot/serial number was unavailable. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature publication was reviewed by gore: han k, zenilman a, pyun aj, et al. Early outcomes of off-the-shelf thoracoabdominal multibranch endoprosthesis for type ia endoleak from failed infrarenal and complex endovascular aortic repairs. This study evaluated the early outcomes of the gore® excluder® thoracoabdominal branch endoprosthesis (tambe) used as a rescue device for type ia endoleak following failed infrarenal and complex endovascular aortic repair (evar), including prior non-gore devices such as cook zenith, medtronic endurant, snorkel evar constructs, and a zenith fenestrated device. The study retrospectively reviewed 10 patients treated between april 2020 and february 2025 with degenerative pararenal, juxtarenal, and thoracoabdominal aortic aneurysms. Two prior failed devices in the cohort were gore® excluder® aaa endoprosthesis. One failure is unknown (not specified and a reintervention performed) the other failure is caudal migration six years post implant and a reintervention. Both reintervention procedures consisted of endovascular multibranched repair using tambe with incorporation of visceral and renal target vessels via femoral and/or upper extremity access. Also reported there were two patients that had previous reinterventions to treat proximal type I endoleak, reintervention and endoanchors placed. Technical success was achieved in 10 patients with no intraoperative deaths and no 30-day mortality or major adverse events. These patients were implanted with the gore® excluder® thoracoabdominal branch endoprosthesis (tambe). Thirty-day reintervention occurred in 1 patient due to right renal artery branch occlusion requiring angioplasty and stenting, and target vessel patency at 30 days was 97%. Spinal cord ischemia occurred in 1 patient with extent ii thoracoabdominal aneurysm on postoperative day 2 and resolved completely after reopening of a lumbar drain. Endoleaks at 30 days were observed in 2 patients, both classified as type ii endoleaks, with no reported type I or type iii endoleaks. Median intensive care stay was 2 days and median total hospital stay was 7 days. It is unknown if there was a reintervention or if there is aneurysm sac enlargement.